Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic, lead noise was observed. The noise was reproduced in clinic. Lead revision was planned. No further information was available.